Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient experienced blurred uncorrected vision and large refractive surprise. The lens was later exchanged in a secondary procedure with a mono focal lens. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested. Which states, no patient harm was reported. Patient issues have been resolved. Doctor¿s prognosis was good. Patient was not hospitalized. Lens is not available for return, it was discarded. In the surgeon's opinion, there was no quality issue with the lens that caused or contributed to the event indicating.